Manufacturer narrative:
Concomitant medical products: nexgen lps-flex femoral component; 00596401652, lot 63374665. Nexgen precoat stemmed tibial component; 00598005701, lot 63092296. Nexgen all poly patella; 00597206538, lot 63256417. Nexgen taper stem plug; 00596009900, lot 63372199. Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available.

Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
It is reported that the patient underwent a revision due to tightness in flexion and extension after a knee arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. There has not yet been a revision procedure; therefore, no event date. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient has been indicated for revision due to tightness in flexion and extension after a knee arthroplasty; however, no revision has been reported to date. Attempts have been made and additional information on the event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.